Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during a cataract extraction with intraocular lens (iol) implant procedure the lens did not unfold property. There was patient contact but no patient impact. The surgery was completed with new medical device. Additional information has been requested.